Manufacturer narrative:
Section g4: manufacturer's aware date was inadvertently omitted from previous report. The correct date was 13oct2020. Section h6: method code 3331 - analysis of production records was added in error in previous report.

Manufacturer narrative:
Manufacturer's analysis conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient came in to the hospital with with bacteremia.